Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had heavy scratches on the screen and the insulin pump motor was slower to rewind. It was reported that the buttons were hard to press or don't respond immediately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The motor functions properly during testing. No unexpected no delivery alarm, drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).